Event description:
During a remote follow up, episodes of far field p wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.